Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and an alarm log review was performed. The power on self-test was performed with no issues noted. The alarm log review found evidence of an f-1 alarm (failure indicates the device detected air). Visual inspection found the door latch damaged, which caused the air alarm. The door latch was replaced to correct the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an air alarm. This occurred before use. There was no patient involvement. No additional information is available.